Event description:
Reportedly, the vega lead was implanted in the apex. Good electrical parameters were obtained. The day post implantation the patient went into complete avb again, there were ventricular capture failures, even with an output of 7.5v. A CT scan was performed and it was found: that the ventricular electrostimulation electrode is recorded at the pericardial level. There is no pericardial effusion. The vega was explanted and a boston lead was implanted. The vega lead was discarded in the hospital.

Manufacturer narrative:
Summary of the investigation: the manufacturing process for the lead was re-investigated. And all production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the reported issue. As reported, the ventricular lead perforation was confirmed by the provided CT scan. A reintervention was performed to explant the subject lead. As the suspected lead was not returned (discarded in the hospital) and based on available information, it should be noted that cardiac perforation may be attributable to factors such as patient physiology or physician preferred implant site, which are independent of the lead characteristics. Furthermore, cardiac perforation is a well-known potential complication associated to such implantable devices, discussed in published literature. The results of this investigation are retained and utilized for trending purposes. For more details, please refer to the attached report analysis.

Event description:
Reportedly, the vega lead was implanted in the apex. Good electrical parameters were obtained. The day post implantation the patient went into complete avb again, there were ventricular capture failures, even with an output of 7.5v. A CT scan was performed and it was found: that the ventricular electrostimulation electrode is recorded at the pericardial level. There is no pericardial effusion. The vega was explanted and a boston lead was implanted. The vega lead was discarded in the hospital.